Event description:
It was reported that during a percutaneous coronary intervention, catheter withdrawal resistance occurred. The denovo target lesion was located in the left anterior descending (lad) artery. A 3.0 x 18 mm non-bsc stent was implanted in the lad. Post deployment ivus was performed with the atlantis catheter to check for adequate stent apposition. During manual pullback of the imaging catheter through the implanted stent resistance was noted, so the catheter was removed. No patient complications were reported.

Manufacturer narrative:
Age at time of event:18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).